Manufacturer narrative:
A review of the available information of (B)(6) was performed. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. As reported in the post-market study, the patient a (B)(6) white male. By protocol, he is the recipient of an onxan or onxane model on-x valve in the aortic position. He was in atrial fibrillation preoperatively with no prior history of cardiac surgery reported, although the operative data record shows he was an emergency case who also received at least one coronary artery bypass graft in addition to tricuspid valve repair, and mitral valve repair as concomitant procedures and was difficult to wean from bypass. Postoperatively, he is reported to have died of unspecified cardiac cause. No other information is available following this observation and the protocol limits adverse event reporting to 14 days postop. This patient had multiple procedures during emergency surgery, yet died of an unspecified cardiac cause within two weeks after valve implantation. We have no additional information on the nature of the death, so there is not enough information to say what, if any, relationship this event has to the valve. Nevertheless, the instructions for use [IFU] lists death as a potential complication following aortic valve replacement. Death is a known potential complication following aortic valve replacement surgery, but information describing nature of the cardiac death is not provided and so we do not have enough information to know what, if any, relationship the death has to the valve. No further action is required at this time without additional information.

Event description:
As reported in (B)(6), this patient experienced death. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve. This investigation is currently ongoing; any additional information will be provided in the follow-up report.

Event description:
As reported in (B)(6), this patient experienced death. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.